Event description:
The customer reported, "camera over voltage, today wouldn't bring up an image had to reboot." The fse noted, "system had camera over voltage error and intermittent picture failure. Error where related." There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.